Event description:
After iabp for about two days, the iab leaked back into the system 97 pump. The blood detection unit did work. The iab was never returned to datascope for evaluation. Event complications: none from the event - rpt'd 5/20/97. Pt current status: unk - rpt'd 5/20/97.

Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation.